Event description:
It was reported that approximately six weeks post implant the patient that they knew something was wrong with the implantable pulse generator (ipg). An interrogation report indicated that the right atrial (ra) lead position check failed, had dislodged to the right ventricle and the right ventricular (rv) lead had rising impedance. The patient experienced discomfort, fever sepsis / septicemia bacteremia and the organism was identified as staphylococcus aureus. The implantable pulse generator (ipg) system was removed due to infection and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.